Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics were not provided.

Event description:
It was reported that the customer is have issues with the secondary syringe adapters. Reports were received from nursing that the infusion is not completing. One nurse reported that they saw the vent get wet when backpriming. Backpriming a vented set could potentially wet out the vent which would prevent it from flowing properly.